Event description:
The lead was explanted due to sensing anomaly and high impedance.

Manufacturer narrative:
The reported sensing and impedance problems were caused by a fracture of the pacing coil. Analysis revealed two filars of the pacing coil were fractured at 24.3 cm from the connector pin and there were outer insulation abrasion marks. The location and mode of the fracture are consistent with that produced by clavicular crush.